Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Visual inspections were performed on the returned device. The reported difficulty to remove the device could not be replicated in a testing environment as it was based on operational circumstances. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that arteriotomy closure of the right common femoral artery (rcfa), via a 6f sheath, was attempted after a diagnostic left heart catheterization. Reportedly, the proglide device was deployed but could not be removed from the patient anatomy. An attempt was made to wiggle the proglide device; however, the device was stuck in the rcfa. The proglide device was able to be removed far enough to where the foot was outside of the patient anatomy. It was thought that the distal end of the proglide sheath was stuck on something and could not be removed from the patient anatomy. The rail suture was manipulated and the proglide device was removed from the patient anatomy. Hemostasis was achieved using the proglide device. There was no adverse patient effect and no reported clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.